Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient, that there was no audio output, the receiver only vibrates on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, the patient was advised to test the "try it" feature. The patient reported no audio alarm, also no alarm after rebooting the system.